Event description:
(B)(4). Event took place in (B)(6) and has been reported to (B)(6) health authorities. Summary of users narrative: epilong: the catheter broke inside the patient. No action indicated, fragment remains with patient.